Event description:
Revision surgery (stem and removed) one year post-op, due to infection (pathogen agent): staphylococcus epidermidis). Also cup and liner have been removed, but they were not products manufactured or distributed by medacta. Ref. Imp # (B)(4).